Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port not chargnig and malfunction issues were verified, but the battery not holding charge issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump leading to the pump shutting off. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customers husband administered a manual correction injection to address elevated following hcp instructions as customer was panicking and unable to think clearly. Additionally, it was reported that a malfunction alarm occurred and the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy.